Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 1.4; lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio meter = 1.4 inr; reference = 2.6 inr; mean = 2.00; confidence limits = 1.3-2.7; three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the document variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Data analysis revealed inrs reported by end user has met accurate criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Product info was not available from customer. This issue will be subject to tracking and trending. No corrective action is required at this time.